Manufacturer narrative:
The field engineering specialist (fes) found that the water level of the incubator bath was too low. The reason for the low water level would be either leakage of a solenoid valve or the blockage of the solenoid valve. Following the service visit, there have been no further issues.

Event description:
The initial reporter complained of questionable results from a cobas 8000 cobas c 502 module. From the data provided, 1 patient had a questionable hcys homocysteine enzymatic assay result and 1 patient had a questionable ckmbl creatine kinase-mb. For patient 1: the initial hcys result was 22.2 umol/l with repeat results of 12.0 umol/l and 11.6 umol/l. For patient 2: the initial ckmb2 result was 34.2 u/l with a repeat result of 14.4 u/l. Patient 2 is a female. The results in question were not reported outside of the laboratory. The ckmb2 reagent lot was 387990 with an expiration date that was not provided. The hcys reagent lot was 394151 with an expiration date that was not provided.